Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bacteremia and the patient is being treated with medicine. The implantable pulse generator (ipg) system is still in use. No further patient complications have been reported as a result of this event.